Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, a subacute throbosis occurred. In 2004, via femoral approach the physician predilated the mid and distal circumflex (cx) and the proximal left anterior descending (lad) with maverick balloons. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 24 mm drug eluting stent in the mid cx. The physician then successfully deployed a 2.5 mm x 8 mm taxus in the distal cx. Then the physician successfully deployed a 2.5 mm x 16 mm taxus in the proximal lad. IV heparin and ic nipride were administered during the procedure. Plavix was given to the pt post procedure. The pt was discharged. Four days later, the pt presented with cardiogenic shock and chest pain. Repeat angiography revealed a thrombosis in the diagonal, distal to the proximal lad taxus stent, which was angioplastied with a maverick balloon. The physician then successfully deployed a taxus express2 8.8% 3.0 mm x 20 mm stent in the mid lad. IV heparin, dopamine, neo-synephrine were administered during the case. An intra aortic balloon pump (iabp) was placed and the pt was transferred to the heart center. As of the date of this report, the pt was discharged to home.